Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was >8 and >8 inr. The corresponding reported lab result was 5.43 and 6.23 inr. These are two different pt comparisons.